Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a partial display. Customer stated they saw missing segments during the self test the patient¿s blood glucose level was unknown at the time of the incident. Customer also stated horizontal and some that are vertical line was seen and it's very hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was able to pass displacement test. Unable to perform self test due to the missing segments or partial display. Per visual inspection the traces between the lcd controller and the lcd screen are cracked.